Event description:
The customer reported via phone call indicating that she had open circle on her insulin pump. Customer's blood glucose was 500 mg/dl. The customer was advised that she is running dual wave bolus that is why there is open circle also has a pattern on. Customer was advised that the basal rates being changed due to a pattern would be a leading cause of high blood glucose. The customer was offered to troubleshoot but declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.